Event description:
It was reported that the pt underwent a two-level cervical fusion procedure using rhbmp-2/acs. Cervical swelling was noted at post-op day 2, and due to suspicion of compressive hematoma, a surgical exploration of the surgical site was performed on post-op day 4. Only soft tissue edema was noted. The pt reportedly recovered fully, and is now reportedly "doing fine."

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for evaluation. Therefore, we are unable to determine the cause of the event.